Manufacturer narrative:
(B)(4).

Event description:
It was reported that prometra ii pump had error code 100, 115 after a bridge bolus in periodic flow with 2.00.29 software the patient was experiencing an increase in pain recently.